Manufacturer narrative:
This report is for one (1) unknown guide wire. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown guide wire. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, patient underwent an unknown procedure with a trochanteric fixation nail advanced (tfna) system for a femoral trochanter fracture. During the procedure, a long lag screw had penetrated the bone head on the side view image. The lag screw was inserted into the leg based on the technical guide. The issue occurred because an unknown guide wire was inserted slightly deeper than the proper position. Thus, the lag screw was replaced with a shorter lag screw. The procedure was completed successfully with a thirty (30) minutes surgical delay. There was no adverse consequence to the patient reported. Concomitant device: tfna nail (part # unknown, lot # unknown, quantity 1); tfna helical blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown guide wire. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Updated concomitant devices provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 04/28/2019: correction medwatch must be submitted to update concomitant devices (concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # 04.038.085s, lot # unknown, quantity 1).